Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved on (B)(6) 2016. The event was assessed as linked to the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0210466838, implanted: (B)(6) 2016, product type: lead.

Event description:
On apr-25-2016 mpxr report #(B)(4) (hcp, rep, sdy, for): information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the patient had incontinence. The date of onset was unknown. Reprogramming was performed on (B)(6) 2016, but only a system modification was completed. Medical history included functional urinary incontinence. On apr-26-2016 mpxr update (hcp, sdy, hcp, for): additional information received from an hcp for a clinical study, via a manufacturing representative, reported the event started on (B)(6) 2016. Symptoms included loss of efficacy and return of incontinence. Reprogramming was performed on (B)(6) 2016. The event was ongoing. The event was assessed as non-serious.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.